Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation and remains in the patient. Therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported that on (B)(6) 2018 the patient underwent a carpal-meta carpal fascia arthroplasty with ligament reconstruction procedure where a biocomposite-tenodesis¿ screw 4 x 10 mm, ar-1540bc, was implanted. About 5 weeks post-op, the patient began to experience redness and swelling at the incision site. The patient was hospitalized and treated with IV antibiotics. The suture used in the surgery was from ethicon. Additional information has been requested.